Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a moderately calcified vessel. Predilation was performed. A 16 x 3.00 promus premier select was advanced 15 to 20cm into the guiding catheter. The physician pulled back on the promus premier select catheter after encountering an issue while advancing within the guide catheter. During pullback within the guide catheter the delivery part of the stent broke. The device was removed, and the procedure was completed with another of the same device. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier stent delivery system was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks and a shaft break at 77.5cm distal to the distal end of the strain relief. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a moderately calcified vessel. Predilation was performed. A 16 x 3.00 promus premier select was advanced 15 to 20cm into the guiding catheter. The physician pulled back on the promus premier select catheter after encountering an issue while advancing within the guide catheter. During pullback within the guide catheter the delivery part of the stent broke. The device was removed, and the procedure was completed with another of the same device. No patient harm resulted in relation to this event.